Manufacturer narrative:
A ge service rep performed an onsite investigation. The candlesticks were was evaluated and regreased. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system had generator error message. This error causes the system to shut down, resulting in a loss if imaging functionality. There is no report of injury or death associated with the event described in this complaint.